Manufacturer narrative:
This report is submitted on december 21, 2018. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced persistent infections at the abutment site and subsequently underwent revision surgery in (B)(6) 2017.